Event description:
Surgeon was using reliatack articulating mesh tacking device. Device stopped working during procedure. Circulator opened alternative device, procedure continued without any further issues.